Manufacturer narrative:
An event regarding dislocation involving a trident shell was reported. The event was not confirmed. A visual, functional and dimensional inspection was not performed as the device was not returned due to hospital policy. Insufficient information was received for review with a clinical consultant. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, the investigation will be reopened.

Event description:
It was reported that patient had right hip revision due to dislocation.

Event description:
It was reported that patient had right hip revision due to dislocation.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report.